Event description:
It was reported that the patient will have a revision of an artificial urinary sphincter(aus) cuff due to unspecified reasons. The sales representative is requesting cuff size information prior to the physician revising the cuff. A patient outcome was not reported. Additional information received that the patient experienced a procedure to replace the prb due to recurring incontinence on (B)(6) 2020.